Manufacturer narrative:
A bci field service engineer (fse) replaced the peristaltic pump tubing and flushing the line between the pump and the vacuum jar, which corrected the vacuum issue. Fse verified the instrument pressure was operating within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) hotline to troubleshoot a fluid leak from underneath the access 2 immunoassay analyzer and vacuum under limit error message. No report of injury to the user. The customer did not seek or need medical attention.